Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep was unable to reproduce the problem when the patient changed position and impedances were rechecked, or when the rep palpated the ins in the pocket. The patient reported this ¿stop/start¿ feeling lasts only a second and has happened on 4 occasions since they last met the rep: on 8/30 when she was standing, 9/3 sitting up in bed, 9/4 laying down in bed, and 9/4 standing up. The cause of the issue was unknown. No other actions were taken to resolve the issue other than meeting the patient to troubleshoot. No plans to intervene at this time. Patient reports that she has great pain relief with her current settings and depends on her scs 24 hours/day. This minor interruption in therapy is not a major concern for her at this time. She will advise the rep if the issue becomes more frequent or if the length of time the stim is off starts to interfere with her therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s low dose stimulation is abruptly starting and stopping. The resume of stimulation does shock the patient. She reported this started with no trauma or falls. This occurs several times a week, but not daily. The rep will do impedance testing and palpating and will be meeting with patient again on (B)(6) 2020. The patient was asked to keep a diary of when this occurs and frequency.